Event description:
The consumer stated, the rear wheel has broke. She stated she is ok, she needs the rollator because, she falls a lot. The consumer is elderly she has a hard time seeing. The lot number may not be correct. She did not know her model number.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.